Event description:
One and a half hour into dialysis treatment patient complained of shaking chills, afebrile. Treatment discontinued, blood returned, restarted on new dry pack f-80. Chills subsided after patient back on dialysis. Patient completed treatment. Temperature 98.3 pist (96.5 pre). Blood cultures negative, pyrogen test on dialysate post dialyzer <12.5 at 1:50 dilution. Access-graft no sign of infection; 18th use dialysis machinedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.